Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that during an unknown surgical tibial procedure of a sheep on (B)(6) 2018, the drill bit broke. The broken tip of the drill bit was not removed and remains embedded in the tibia. X-rays were taken. This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.534; lot: l842387; manufacturing site: bettlach; release to warehouse date: 11.april 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel 440a as required and the measured harness was with 52.8 ¿ 54.6 hrc within the specification of 52 0/+3 hrc. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: flow: broken visual inspection: the drill bit (part # 310.534, lot # l842387, mfg 11-apr-2018) was received at us cq broken evenly at the fracture site. There were no other visual defects observed. This is consistent with the reported complaint condition, thus confirming the complaint. Medical images were not provided therefore the embedded condition cannot be confirmed by cq. Also, no fragments were returned to cq. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft at the helix and mid shaft measured 1.98 mm (caliper ca215p). This is within specification of 1.97 mm to 2.00 mm, based on drawing se_144674 rev d. The overall length of the drill bit measured 98.04 mm (ca215p) when the specification per inspection sheet. Therefore, approximately 12 mm of the drill bit broke. Document/specification review: the device drawings were reviewed. The used material was stainless steel 440a as required and the measured harness was with 52.8 ¿ 54.6 hrc within the specification of 52 0/+3 hrc. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the drill bit (part # 310.534, lot # l842387) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.